Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No hospital, surgeon, product catalog/lot number was provided by the reporter; therefore, no medwatch 3500a could be requested. This report will be updated when the investigation is complete.

Event description:
Allegedly revised due to size of ball too large.